Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs sys on (B)(6) 2007. It was reported that the pt's ipg required recharging more frequently. The pt stated that it took approx six hours to fully charge the ipg. After four days, the pt programmer displayed the "ipg battery low, recharge ipg" message. It was reported that the pt recently lost (B)(6), and he had to offset the charger antenna instead of placing it directly over the ipg in order to get a charging signal. No further info is available at this time.